Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic distal pancreatectomy, while the device was being applied to the distal pancreas, the jaws would not close. A second handle was opened while using the same reload. When the jaws were closed on the tissue, the green button would not allow the handle to engage. After waiting some time, the device initiated and began firing. However, the staple line was incomplete distally. It was stated that the staple line went about half the way through and the handle made a cracking sound after the second squeeze. The surgeon backed the device out, cut the remaining reinforcement, and used another device from another manufacturer to finish the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.